Event description:
A medtronic representative reported a navigation system camera that would not track any passive instrumentation after the system had been running for ten minutes. There was no patient present when this concern was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site. Suspect camera has not been returned to manufacturer for evaluation. Medtronic representative, following-up at the site, reports the system is fully functional after the camera replacement. Part not returned.